Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was unable to verify or duplicate the reported problem. The device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump does not deliver right dose. There was no patient involvement and no patient harm.